Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient had received radiation treatments. The device was explanted and replaced on (B)(6) 2016. The patient was fine post procedure.